Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report (0003015876-2021-00382) indicates:additional mfg narrative type ¿ physio-control evaluated the customer's device but was unable to duplicate the reported power issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced inappropriate loss of power. Physio replaced the power pcb assembly and the battery wire harness to resolve this issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.section h10 and/or h11 of the initial medwatch report (0003015876-2021-00382) should indicate:physio-control evaluated the customer's device but was unable to duplicate the reported power issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced inappropriate loss of power. Physio replaced the power pcb assembly and the battery wire harness as a precautionary measure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.additional mfg narrative ¿physio-control determined that mostly likely the power offs occurred due to software decisions based on faulty connection of batteries to battery pins of the device, which switched to a battery that was not physically supplying voltage. However a conclusive root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off twice by itself during a patient event. The customer advised they were able to power the device back on. This issue is patient related; however the customer confirmed there was no adverse patient outcome.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported power issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced inappropriate loss of power. Physio replaced the power pcb assembly and the battery wire harness to resolve this issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off twice by itself during a patient event. The customer advised they were able to power the device back on. This issue is patient related; however the customer confirmed there was no adverse patient outcome.